Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional tricuspid regurgitation (tr) and enlarged ventricle for a triclip procedure. During the procedure, multiple attempts of grasping were made. The clip was implanted successfully. After deployment, increase in tr was observed. A damage of anterior leaflet was observed. The procedure was terminated. The tr remained unchanged post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult or delayed positioning associated with leaflet capture could not be determined. The reported tissue injury appears to be related to patient¿s morphology/pathology. The reported unchanged tricuspid valve insufficiency/regurgitation (tr) appears to be a cascading effect of the reported tissue damage. Unspecified tissue injury is listed in the triclip system instructions for use and is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.